Event description:
It was reported the pt was suspected to have an inflammatory mass. The pt had reported radicular pain. A CT was done and a mass was found. The pt had been on morphine alone or in a combination with other medications. The morphine was removed from the pump and replaced with a different drug (unspecified) in an attempt to reduce the mass. Additional info has been requested but was not available on the date of this report.